Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced moderate vaginal itchiness and moderate urinary tract infection. She was treated with medication for the vaginal itchiness on (B)(6) 2015 and the event was considered resolved/recovered with no sequelae on (B)(6) 2015. She was treated with medication for the urinary tract infection on (B)(6) 2015 and the event was considered resolved/recovered with no sequelae on (B)(6) 2015. There were no further patient complications reported as a result of this event.